Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that the case was aborted due to the patient coding and needing resuscitation; however, egps was not used prior to this event and no implants were placed. Ultimately, this procedure was aborted without any use of egps due to the patient requiring emergency medical attention. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted shortly after the patient coded and was resuscitated.